Event description:
The user facility reported that a patient had impella cp support placed for acute myocardial infarction complicated by cardiogenic shock. The sheath was retained due to bleeding. It was not peeled away and was stitched to the site. The patient was transferred to the tertiary center with the sheath still retained. Additionally, there were other harms/injuries during the support. There was ventricular tachycardia and ventricular fibrillation due to the right coronary artery. Per the medical doctor they were not impella related. The patient's urine was red after coding. An echocardiogram showed the impella was a little shallow but there were no plans to reposition the pump. The medical doctor does not think that the red wrine is related to the impella. The patient survived the procedure and is in critical condition. Additional information was received that the patient had atrial fibrillation and not ventricular tachycardia.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter. ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis. ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
The investigation of access site bleeding, hemolysis, and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Access site bleeding - major: the cause of the bleeding issue most likely was use related due to improper technique since the physician decided to keep peel away sheath in place and stitched around the peel away using a figure of 8 suture due to significant bleeding. Hemolysis: data log reviewed: no motor current (mc) spike outside of p level change observed. Suction occurred. Quick resolved impella in ventricle alarms seen. Placement signal not reliable occurred. No indication observed to confirm the cause of the reported hemolysis issue. Red urine symptoms resolved without impella repositioning or blood administrated since the issue solved. The cause of hemolysis issue cannot be determined since complaint device not returned for analysis and insufficient clinical data provided. Vf/vt/af/at: the root cause of the vt/vf/at/af was unable to be determined due to insufficient clinical details.